Event description:
Boston scientific crm received information that the patient with this implantable pacemaker was hospitalized after experiencing a loss of consciousness due to a low heart rate. There was complete loss of capture. When the device was interrogated, it was discovered that this device had reached end of life (eol) back in 2008. The patient was last seen (B)(6) 2009 and the device was pacing at 50 bpm. The lower rate limit (lrl) for this patient was programmed to 50 bpm. Boston scientific technical services was contacted for technical advice. A ts representative discussed that once the device is at eol, it is programmed to vvi 50, which was observed at the last follow up. However, the eol was not discovered at that time because the device was not interrogated. The last interrogation was back in 2005. No other adverse patient effects were reported. A revision was performed the same day and the device was successfully replaced with a competitor's product. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
A temporary pacing wire was implanted and the patient is hospitalized until a revision can be performed. No additional information is available. If any additional information does become available, this report will be updated. At this time, this device has not been returned to boston scientific for analysis. If the device is returned, an updated report will be submitted. Upon receipt at our post market quality assurance laboratory, the battery status of the device was confirmed to be end of life and the device not no telemetry or pacing function. The battery was then replaced and telemetry was then found to be operating normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available parameters, it was noted that the actual rate of battery depletion fell within an acceptable range. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.